Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed to stay closed and could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) stated that no repair required, and user was able to recover the medication jam in the door and confirmed no failure on the station. The system functioned as intended after the field service engineer verified the device.